Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: - several "loss of peep" alarm. - leak test failed. - te 233004 triggered once. No patient harm.